Manufacturer narrative:
An outside of united state (ous) customer reported five discordant valproic acid patient results (1 patient) obtained on a dimension exl 200 instrument when run in replicate. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Hardware intervention was completed at the customer site which included moving the electrical source of the instrument to a dedicated outlet and a replacement of the reagent arm 2 mixer. A follow up valproic acid within-cup precision testing was completed and recovered acceptable. System was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Five discordant valproic acid patient results (1 patient) were obtained on a dimension exl 200 instrument when run in replicate. The initial result of the replicate run was considered an outlier. The same sample was repeated on a non- siemens instrument twice. The repeat results from the non-siemens instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant valproic acid patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00226 on 24aug2022. Additional information (25aug2022): customer site has undergone hardware troubleshooting including moving the electrical source of the instrument to a dedicated outlet and replacing the reagent arm 2 mixer. Afterwards, a calibration test was run and met acceptance criteria. The latest falsely low valproic acid replicates displays a lower absorbance prior to reagent 2 (r2) addition of the antibody. Siemens confirmed three instances of 'abnormal assay' flags against hemolysis, icterus, and lipemic (hil) sample integrity tests on the dimension. The source of the hil abnormal assay flag was due to recovering a photometric monitoring below the acceptable result monitor range. Siemens has recommended that the customer service engineer (cse) perform several instrument service activities including troubleshooting to focus on the sample arm components, replacing of the sample probe tip, verifying that the sample probe tip is not loose or misaligned, verifying that the sample arm tubing is not crimped or leaking, and completing the sample probe maximum depth alignment. Siemens is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00226 on 24aug2022. Siemens filed a supplemental MDR 2517506-2022-00226_s1 on 15sep2022. Siemens filed a supplemental MDR 2517506-2022-00226_s2 on 22nov2022. Additional information (12jan2023): siemens identified inconsistent photometer absorbance recovery after the reagent arm 2 delivery. Hardware intervention spanned from may to november 2022 which involved inspections across the site's environmental components (electricity and water), the quality of all transfer arms and their belts, instrument metering and ultrasonics, photometer quality, cuvette manufacturing, instrument thermals, and customer handling of their samples. After continued intervention, the customer confirmed that the valp performance was acceptable. System is operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00226 on 24aug2022. Siemens filed a supplemental MDR 2517506-2022-00226_s1 on 23sep2022. Additional information (01nov2022): following up on customer calibration tests showed that the valp quality controls (qc) level 3 was outside of threshold values listed in the IFU. Siemens is continuing to investigate this issue.